Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (201202139) did not show any anomaly on the raw material and the dimensions of the instrument on a total of 30 pieces manufactured with this lot #. We received and analyzed the broken instrument. The breakage occurred approximately 1mm above the base of the threaded section, which has to be inserted into the glenosphere cavity. According to the information received, the breakage of the thread occurred while turning the t-handle during glenosphere removal, and the impactor/extractor was not properly tightened into the glenosphere before breaking. The above information indicates that the incomplete coupling of the instrument with the glenosphere, combined to the torsional load applied to the instrument, likely led to the breakage of the instrument. The hardness of the impactor/extractor measured soon after the manufacturing phases (in 2011) was 44hrc; the hardness was measured again on the broken instrument returned, this time giving a value of 42hrc. Both these values comply with those recommended by the astm a564 (minimum allowed 40hrc) for the aisi 630 h900 heat treated, which is the material of the instrument. This is a further confirmation of the compliance of the instrument to specifications. A visual analysis with the projector revealed that the threaded part was compliant to specifications. No remedial actions for this specific case. The analysis of previous similar complaints showed that improper use of the instrument is a contributory cause of the breakage. To reduce the risk of recurrence of such events, limacorporate issued a field safety notice (fsn) to the market last dec 2015. We informed FDA of this field action in the us market by email. Moreover, in december 2016, the design of the instrument with product code 9013.74.140 was changed to increase the mechanical strength of the threaded tip. We are aware of a total of(B)(4) intra-op breakages related to the product code 9013.74.140, on (B)(4) instruments manufactured with this product code (breakage rate of the product code:(B)(4)), before improvement of the design was performed. The (B)(4) breakages involved 7 different lot # of instrument. Limacorporate will keep monitored the market and will verify the effectiveness of the fsn issued in december 2015 and design modification introduced in 2016.

Event description:
Intra-op breakage of the glenosphere impactor-extractor occurred on (B)(6) 2016, during shoulder arthroplasty surgery. The breakage of the thread occurred while turning the t-handle during glenosphere removal, and the impactor/extractor was not properly tightened into the glenosphere before breaking. No reported consequence for the patient. Event occurred in (B)(6).